Event description:
A guardian reported that the insulin gauge was inaccurately displaying units despite the correct amount being loaded. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional actions were taken.